Event description:
The surgeon is alleging an acumed olecranon plate has caused dehiscing or wound opening in his patient.

Manufacturer narrative:
X-rays were received by acumed from the initial reporter and reviewed during our investigation.